Event description:
I was hospitalized due to pump malfunction. The ER dr and myself called animas to explain that the pump was making some very loud noises and animas told my dr, and myself that their product does self test and there is nothing wrong with it. They wouldn't even let me send it back to have them to look at it. About a month later after I have been on shots for a while due to being afraid of the pump malfunctioning, again it started beeping every 4 mins so once again I called animas and they told me the pump was in suspended mode. How it got there is beyond me. Well in october the pump acted up again, beeping and saying call animas which I did and ran their test but at 70 mg left in the tube, I got an occlusion alarm and would not pump nor prime, put in a new cartridge and same thing, call animas and down to 70, no pump, no prime. Again, try again, 2 days later same thing. Call animas and so on. Well now they agree there might be something wrong but it is out of warranty. Purchased back on 09/03/2003. What really upset me is, it was in warranty while they were joking me around and second thing is, it sat on my bedroom shelf for over a year due to fear of inserting the needle into me and you can check that out by asking when my first order went through -feb 2005- so the pump in reality is only 2.6 yrs old when it started acting up. I do realize warrantees go by purchased date but if you guarantee something to work for 4 years it should work for 4 years. I am seeing a new dr now and she says the pump manufacturer is known to be on the, hate to use the term, but trailer park side. A lot of people complain about animas and she wants me on a different manufacturer's pump. She doesn't care who, just not animas. So with this info, which I hope you consider accurate, I think you need to retest animas and their products. Dates of use: 2005 - 2007. Diagnosis or reason for use: diabetic.